Event description:
The customer reported having issues with bent cannulas over a year, but the insulin pump did not alarm no delivery. The caller stated her blood glucose had been over 500mg/dl. The customer mentioned that the infusion set was changed the night before, and she woke up feeling tired, dizzy, and her blood glucose was high. The customer mentioned that she was fasting. The caller stated that she took insulin several times and her blood glucose was still high. The customer mentioned that she feels little bumps under the skin. The customer did not have extra supplies to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.